Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited high thresholds. The rv his bundle lead was capped and rep laced with an rv lead positioned in the left bundle branch (lbb). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.